Manufacturer narrative:
A certain ep healing abutment (itha54) was returned. Visual inspection of the as received product identified that the abutment had fractured horizontally across the threads. The fractured piece was not returned. There was noticeable wear around the collar and the hex. There was presence of an unconfirmed foreign/biological material around the collar and in the hex. No lot number was provided/known therefore the DHR could not be reviewed. Document type(s) reviewed: biomet 3i restorative manual, instrm rev b 10/15 information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. The complaint/event was confirmed through visual inspection of the as received product. No definitive root cause could be determined.

Event description:
The doctor indicated that the healing abutment fractured. The dentist said the device broke at the time of the secondary surgery on (B)(6) 2017. The healing abutment was removed on (B)(6) 2017 and replaced using an inventory product.